Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen is freezing in the hallway. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1, g3, g6, h3,h6 (type of investigation, investigation finding, health impact, conclusion), h11. (B)(6): additional reporter a getinge field service engineer (fse) upon further investigation balloon pump was functioning and able to complete an autofill. Unit was put to augmented for one hour with no issues. Unable to replicate error. Device passed all functional and safety tests according to factory specifications. Device was returned to customer.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) screen is freezing in the hallway. There was no patient involvement.